Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use an evercross balloon catheter during procedure. There was a ledge of calcium on the lateral wall of the sfa. The device was inflated up to 11atm, and the balloon burst. There were no pieces left in the patient. Another balloon of the same size was used to finish the procedure.